Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the sepsis and urinary tract infection was related to an indwelling catheter. The patient's weight was (B)(6) lbs. No further complications were anticipated/reported. ¿***MDR decision corrected to not reportable. No additional supplemental required unless additional information received indicates reportable event. Due to gch functionality, the complaint flag cannot be flipped to ¿no¿ as a regulatory report exists in the this product event***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was approximately (B)(6) 2016. It was reported that in (B)(6) 2016 the patient was "septic" and had a urinary tract infection (uti). The patient ¿ended up¿ in the intensive care unit (ICU) because of these issues. The patient had lost use in their right hand in april 2016. The patient had progressive multiple sclerosis. It was confirmed that the patient was diagnosed prior to getting the pump and was the reason the patient had the pump. The patient had the pump so they could take less medication and just be intrathecal. No further complications were reported. Additional information was received. Medical history included primary progressive multiple sclerosis (ppms) with the typical clinical course, and the patient was dependent for activities of daily living (adls). On an unspecified date, the patient started treatment with lioresal at an unspecified concentration and dose, intrathecally via the pump. As of (B)(6) 2018, the event of "lost use of his right hand" was ongoing and believed to not likely be due to intrathecal baclofen therapy (itb) but due to an exacerbation of the patient's multiple sclerosis. The uti and sepsis (urosepsis) had resolved.